Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
During dr. (B)(6) hip procedure at (B)(6) hospital, it was noticed by the scrub tech the ball pin of the 1440-1040, lot taxt611 quick connect handle was missing. A backup was used to complete the case successfully.

Manufacturer narrative:
Additional information: device was returned. Product available to stryker; no returned to manufacturer on. An event regarding a missing component involving a quick connect handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed that the ball bearing hole of the device was damaged/fractured. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: one other event was reported for the lot indicated. Conclusions: the event was confirmed as the device was returned with the ball bearing missing. Visual inspection indicated that the ball bearing hole of the device was damaged/deformed and was the cause of the ball bearing falling out. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
During dr. B. Da hip procedure at south county hospital, it was noticed by the scrub tech the ball pin of the 1440-1040, lot taxt611 quick connect handle was missing. A backup was used to complete the case successfully.